Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and hyperosmolar. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and hyperosmolar on (B)(6) 2026. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin. Symptoms reported include thirsty, fatigue and vomiting. The patient was treated with insulin, unspecified fluids and was monitored by the healthcare provider. The patient was discharged on (B)(6) 2026. A new pod was applied.